Manufacturer narrative:
Initial reporter name and address: facility name (cont.): the (B)(6) college. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the axium prime coil experienced resistance in the sheath and prematurely detached. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the anterior communicating artery. The max diameter was 4mm, and the neck diameter was 3mm. The patient's blood flow and vessel tortuosity were normal. It was reported that when the coil entered the microcatheter more than halfway, the end of the push rod got stuck in the sheath and could not be pushed for embolization. After the operator exerted a little force, the detachment end broke, and the coil fell into the microcatheter. It was withdrawn, replaced with a new microcatheter, and embolized again. The operation was successfully completed. The patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU).

Manufacturer narrative:
Product analysis: as found condition: the axium prime coil was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened axium prime inner pouch. Damage location details: the introducer sheath was found stuck on the proximal end of the pusher. The introducer sheath was found damaged (stretched) and could not be removed from the pusher. The pusher hypotube break indicator (hbi) was found intact within the introducer sheath. The pusher was found separated at the coupler tube tack welds within the introducer sheath. The distal separated pusher was returned outside the introducer sheath. No bends or kinks were found with the pusher. The release wire coin was found pulled back from the lumen stop. The implant coil was found detached from the pusher. The implant coil was not returned as it remains within the micro catheter. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿coil resistance/stuck in sheath¿ and ¿premature detachment¿ reports were confirmed. As the introducer sheath was found damaged and stuck on the pusher it is likely force was used to remove the introducer sheath causing the pusher to separate at the coupler tube tack welds, detaching the implant coil. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that during preparation the introducer sheath was held vertically when the implant coil was pulled back inside during hydration.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.